Event description:
Based on add'l info rec'd on (B)(6)-2014, the case was upgraded from non-serious to serious (inpatient hospitalization added as seriousness criterion for the diagnosis). This unsolicited device case from (B)(6) was rec'd on (B)(6)-2014 from a surgeon via our marketing partner, (B)(4). Based on add'l info rec'd on (B)(6)-2014, the event verbatim was updated from arthritis to arthritis (left knee). This case concerns a (B)(6) female pt who developed arthritis (left knee) after receiving treatment with synvisc. Relevant past medical history, past drugs, concurrent conditions and concomitant medication were not reported. On (B)(6)-2014, the pt rec'd treatment with intra-articular synvisc injection, at a dose of 2 ml, weekly (lot/batch number: v1117 and expiration date: jul-2014) in left knee for gonarthrosis. On (B)(6)-2014, the pt rec'd the second dose of synvisc. On (B)(6)-2014, the pt rec'd the third dose of synvisc and the treatment cycle was ended. On (B)(6)-2014, three days after receiving the third dose of synvisc, the pt felt pain around her joint and was left untreated for the time being. On (B)(6)-2014, swelling of left knee and leg was noted. The same day, the pt was diagnosed with left knee arthritis (kl grade 3). It was also reported that infection was also possible because her white blood cell (wbc) count had increased and antibiotics were administered. On (B)(6)-2014, the pt was referred to an orthopedist at another hospital for the treatment. It was reported that no laboratory data of the joint fluid was available. Further reported, that the pt was hospitalized to another hospital. On an unk date in (B)(6)-2014, (last week) the pt was discharged from the hospital. On (B)(6)-2014, the pt was recovering from the event. Corrective treatment: antibiotics. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot #v1117, with expiration date 2014-07 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot #v1117, no CAPA is required. Causality: arthritis (left knee) (arthritis). Reporting surgeon's seriousness assessment: inpatient/prolonged hospitalization. Reporting surgeon's causality assessment: possible. It was reported that the investigation of another hospital which the pt had been transferred to was impossible, as the prescribing surgeon did not provide consent for the investigation. Add'l info was rec'd on (B)(6)-2014. Global ptc number and ptc details were added. The text was amended accordingly. Add'l info was rec'd on (B)(6)-2014 from the surgeon. The info regarding suspect product (product batch/lot number and location for the injection) was added. The event verbatim was updated from arthritis to arthritis (left knee). Corrective treatment was added. Outcome was updated from unk to recovering/ resolving. Rptr causality was added as possible. Seriousness criterion of inpatient hospitalization was added which upgraded the case. The clinical course was updated and the text was amended accordingly. Add'l info was rec'd on (B)(6)-2014. Ptc results with batch/lot number were added. The text was amended accordingly.

Manufacturer narrative:
Pharmacovigilance comment: sanofi comment dated (B)(6)-2014: this case concerns a pt who experienced arthritis (left knee) after receiving synvisc for gonarthrosis. Although the role of device cannot be ruled out based on the device event temporal relationship; however, lack of detailed info about medical history, lab data, any concurrent medical illnesses, clinical course etc. Of the pt precludes a comprehensive assessment in this case.